Manufacturer narrative:
The information provided is from a survey and the survey does not provide any contact information to the author to follow up on the events. Therefore, no further investigation will be made. If additional information is provided the file will be reopened. Please note that the event date, lot, catalog, and facility are all unknown. Complaint conclusion: as reported per the angioguard embolic capture guidewire (ecgw) system peripheral use survey, respondent #4 indicated distal embolization as a result of visible debris after retrieval of the angioguard ecgw system leading to debris spillage. Additionally, the respondent indicated wire kinks with tortuous and calcified anatomy. Additional details were not available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported events of ¿thromboembolism and ecgw (embolic capture guidewire) kinked/bent¿ could not be evaluated since the device was not received and no lot information was provided. The exact cause of the issue experienced could not be conclusively determined due to the limited information available for review. It is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. While the type of embolism was not specified, per the instructions for use (IFU), the possible complications include air embolism. Ischemic stroke, which is thromboembolitic event since it also can occur from an embolus, is also listed as such. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported per the angioguard embolic capture guidewire (ecgw) system peripheral use survey, respondent #4 indicated distal embolization as a result of visible debris after retrieval of the angioguard ecgw system leading to debris spillage. Additionally, the respondent indicated wire kinks with tortuous and calcified anatomy. Additional details were not available. The device will not be returned for evaluation.